Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. As received, the octrode lead showed no anomaly and passed functional testing. Setscrew marks were present on last terminal end contact, which indicated the lead was secured. No root cause was identified for the reported event.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-48124. It was reported that during an elective ipg procedure the patients lead migrated out of the epidural space. Upon inspection it was found that the lead anchor had opened resulting in the migration. During the procedure the lead and anchor were explanted and replaced.